Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted blood inside and on the rotator seal with no contrast visible. No damage was noted on the device. The clamp was returned in the opened position. The inner diameter of the copilot was measured and met specification. A new indeflator and a plug were used to pressurize the copilot with the clamp seal closed, and then again with a hypotube in the seal. No leaks were observed in the testing. The reported experience could not be confirmed. In this case, as the device did not leak under testing, it is possible that an outside circumstance occurred, i.e. It is possible that the seal was left in the open position. Regardless, as testing has indicated the device is functioning as intended, there is no indication of a deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating that all lot release testing met specification. Three unused devices were returned for analysis and no device issue was found.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
During an un-specified procedure, the balloon catheter was being prepped for use, and it was observed that blood was leaking out of the proximal end of the copilot. Another device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.